Event description:
It was reported the patient lost weight, causing the ipg to migrate in the pocket. Surgical intervention was undertaken during which the ipg was explanted and replaced to address the issue. Therapy was restored post-surgery.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.